Event description:
It was reported to boston scientific corporation that an advanix preloaded stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during stent deployment, the physician noted tension and noticed that the black introducer broke and was left inside the patient. The broken part was retrieved successfully using biopsy forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an advanix preloaded stent was used during an endoscopic retrograde cholangiopancreotography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during stent deployment, the physician noted tension and noticed that the black introducer broke and was left inside the patient. The broken part was retrieved successfully using biopsy forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation found out that the delivery system was not functional. Guide catheter was detached, kinked from the proximal end and was bent in several locations. The pull wire was retracted all the way and was stuck inside the push catheter and would not move. The push catheter was bent adjacent to the proximal end of the ro marker. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such tortuous anatomy or maneuvering of the device, therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and direction for use (dfu) showed the device was used according to its label.